Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens is scheduled for exchange two weeks post implant. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. Additional information: device manufacture date. The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (7545106) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.